Event description:
The customer called philips to request the part number and price for the display. The coding indicates loss of display function. There was no reported patient involvement/adverse patient impact.